Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Analysis performed indicated normal device functionality. The device exhibited normal characteristics and was successfully interrogated by a merlin programmer. Additionally, a longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Shortly after the device was implanted, it was unable to interrogated via bluetooth low energy (ble) communication. The physician explanted and replaced the device to resolve the event and the patient was in stable condition. Additionally, after the device was explanted, an abbott sales representative successfully interrogated the device via ble.